Manufacturer narrative:
A ge service representative performed an onsite investigation. The mainframe power connectors and generator interface board were reseated and the software nodes were flashed. The system was then found to be operating as intended.

Event description:
The customer reported the system displayed a communication failed error message. This error will likely result in a system lock up, no boot, or shut down. There is no report of patient injury associated with this event.